Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3166, UDI: (B)(4), batch: 3428563. Common device name: scs quattrode lead, model: 3146, UDI: (B)(4), batch: 3450355. Common device name: scs quattrode lead, model: 3146, UDI:(B)(4), batch: 3479726. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-03272, 1627487-2025-03273, 1627487-2025-03274, 1627487-2025-03275], one of the leads fractured and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead was fractured and left implanted.